Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-mar-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the screws were broken. A field service engineer stated that the screws on the latch assembly had broken, causing the latch to jam inside the drawer and preventing it from opening or closing properly. Fse removed the drawer and successfully extracted the broken screws from the threaded studs on the drawer chassis. Then reinstalled the latch assembly using new screws. Tested the drawer using the hardware test application to ensure proper functionality. Had the customer recover the drawer. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es, cover for cubie pocket jamming drawer from fully extending. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.